Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to corroded keypad traces. There was no moisture damage on the electronic assembly. The pump had cracked reservoir tube lip, cracked case window display corners, scratched reservoir tube window and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's parent stated that the esc and act buttons were not working. They changed the batteries but it still did not work. The pump fell in a puddle. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced. The insulin pump was returned for analysis.